Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms. Although a specific cause for the low flow events could not be conclusively determined through this evaluation, the account communicated that they were likely associated with the patient¿s small frame and left ventricle (lv), as well as decreased oral fluid intake and gastrointestinal (gi) blood loss following endoscopic pathology samples taken during admission. A direct correlation between these events and the device could not be established through this evaluation. The system controller event log file submitted on (B)(6) 2021 captured transient low flow alarms on the same day. Of note, elevated pulsatility index (pi) values were captured during the low flow events. No other notable alarms or events were captured. The pump appeared to operate as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) lists stroke and bleeding as adverse events that may be associated with the use of heartmate 3 lvas as well as provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The IFU also provides an explanation of all pump parameters, including pump flow. This document states that the low flow hazard alarm will occur when the estimated pump flow is below the low flow limit and explains that changes in patient conditions can result in low flow. The IFU and patient handbook describe all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted from (B)(6) 2021 to (B)(6) 2021. There were no changes to patient condition of anticoagulation status that may have contributed to the event. A computed tomography (CT) scan was used for diagnosis. The patient was noted to have dizziness. The event resolved and the patient was discharged home with standard follow up.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented with low flow alarms despite being adequately hydrated. The patients blood pressure at home was at 90-100s. It was found that the patient had a small punctate hemorrhagic stroke. The pump parameters were at baseline and bedside monitor showed multiple pulsatility index events and low flows in the monitor history. Log file analysis captured 106 pulsatility index events from (B)(6) 2021 on 17:01:43 to (B)(6) 2021 at 8:44:13. No low flows were noted in log file analysis. The patient experienced low flow alarms mainly at night while attached to continuous positive airway pressure therapy. Review showed a lot of pulsatility index events and a couple of low flow alarms with high pulsatility index (around 12). His speed was decreased from 5400 to 5100 rotations per minute while admitted and low speed limit was left at 5100. This was decreased and the hematocrit was adjusted from 38 to 26. It was suspected that the issues were due to physiology as the patient had a small frame with a small left ventricle, decrease in fluid intake and some gastrointestinal blood loss following endoscopic pathology samples taken during admission. Log file analysis captured low flows with high pulsatility index readings which seemed to be physiological in nature. 115 pulsatility index events were also noted on (B)(6) 2021 from 1:55:24 to 8:02:08.